Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The implant has been placed in 33 position on (B)(6) 2017. One month and a half after the implantation, the practitioner has found that the implant failed to integrate.

Event description:
Implant fails to osteointegrate.